Event description:
In 2007, the radiologist placed the red feeding adaptor onto the aspiration part and sent the patient home. The patient's family called and asked how to feed the patient. The facility instructed the patient's family to feed the patient through the red feeding adaptor. Since the red feeding adaptor was connected to the aspiration part, the patient developed pneumonia.

Manufacturer narrative:
Evaluation: this event is still under investigation.